Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. During visual inspection,tamper seal was intact. Functional testing duplicated the reported complaint. The root cause was found to be a liquid crystal display bleed. The liquid crystal display was replaced.

Event description:
It was reported that the liquid crystal display was bleeding during testing. No patient injury reported.